Event description:
It was reported during an ablation procedure there was a leak noted in the hemostasis valve of a fast-cath sro sheath. The sheath was prepped, the physician inserted it into the pt and noted blood back flowing from the hemostasis valve. The sheath was exchanged and the procedure was completed. The were no adverse consequences to the pt.

Manufacturer narrative:
The device was not returned for evaluation. Review of the device history record confirmed the device met mfg requirements prior to shipment.